Event description:
It was further reported that the stent was deployed at 16 atms. The stent was post-dilated with a 4.5mm quantum maverick balloon inflated to 18 atms.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent was explanted requiring surgery. The patient presented 72 hours post myocardial infarction. The 90% stenosed eccentric de novo lesion measuring 4.5mm in diameter and 12mm in length was located in a non-calcified and non-tortuous stem of the left main artery. Access was radial. The lesion was predilated with a 3.5x12mm maverick balloon which did not reduce the stenosis of the lesion. A 4.0x12mm promus element drug eluting stent was advanced to the lesion and deployed. The lesion was post-dilated with a 4.5x8mm quantum maverick balloon. While the balloon was inflated, it appeared to "pull out" of the left main artery along with the guide catheter. It was then noted that the previously implanted promus element stent was elongated, damaged and had been explanted. The proximal half of the stent was hanging in the aorta with the distal half of the stent remaining unaltered in the stem of the left main artery. The patient was sent for bypass surgery and the stent was removed. No further patient injuries or complications occurred. Patient's status post surgery is stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found that the stent was returned and was not attached to the stent delivery system (sds). A detailed microscopic examination was performed and determined that there were no stent strut fracture/ break sites. The stent was 20mm in length and the stent struts were damaged and expanded throughout its entire length. At one end of the stent the struts were slightly bunched. Solidified blood was present on the stent, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was further reported that the stent was deployed at 16 atms. The stent was post-dilated with a 4.5mm quantum maverick balloon inflated to 18 atms.